Manufacturer narrative:
Date is estimated; month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that the patient stated they knew the ins was working because they could feel stimulation sensation intermittently, however, they were not getting the desired therapeutic effect. When they stood up, they had a sudden gush of urine. They increased amplitude to 0.9 volts and their back got so sore. They had a history of sciatica and it was so severe they had ablation to the nerve. When they increased amplitude it felt like it was almost aggravating that, and they felt it in the lumbar region, not the site of the lead. They decreased amplitude back down to a comfortable level but were wondering if they should change programs. Troubleshooting was unable to be performed as it was recommended the patient discuss program changes with their managing physician and/or a manufacturer representative. The patient was redirected to their healthcare provider to further address the issue.